Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's mother stated that the customer was hospitalized due to hyperglycemia. The reported blood glucose reading was 239 mg/dl. It was reported that the customer's blood glucose levels only elevate when he is connected to the insulin pump. Troubleshooting was performed, and the insulin pump passed the high pressure and self tests. Nothing further was reported.